Manufacturer narrative:
A twelve beat run of ventricular tachycardia (vtach) was evident in the historical database at 12:29 pm., six of the twelve beats in the complaint episode did not satisfy spacelabs beat detection criteria with respect to amplitude and slope, therefore this 12-beat event did not meet criteria to generate the run (vtach) alarm. As such, the complaint episode did not meet the criteria required to initiate an alarm for ventricular tachycardia. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6), 2017 at 12:28:58 pm the telemetry patient had a 13 beat change in the ECG waveform that did not generate an alarm at the central monitor. No injury was reported as a result of this event.